Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer also received a compromised force sensor system. The insulin pump was not dropped or bumped prior to the alarm. It was also noted in troubleshooting that the drive support cap was flushed. The customer's blood glucose level was 250 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, self-test, off no power and unexpected restart error tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the alarms. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, a cracked case, a missing end cap sticker, a missing drive support disk sticker and a stained address/serial number label.